Event description:
The customer reported a pump malfunction issue, specifically noting the absence of insulin drops at the end of the tubing despite attempts to troubleshoot the problem. There was no adverse impact to the customer's blood glucose level. The customer decided to switch to multiple daily injections (mdi) for insulin therapy while awaiting a replacement pump due to the malfunction.